Event description:
The patient received therasphere administration on (B)(6) 2011, and subsequently complained of severe fatigue and fluid retention. His serum bilirubin continued to rise and he was admitted on (B)(6) 2011 for severe fatigue, liver failure and kidney injury. The patient passed away on (B)(6) 2011 due to liver failure. The treating physician has stated that he believes the time course (almost immediate onset of liver deterioration) is atypical for rild (radiation induced liver disease), especially given that they did not treat the right lobe which was the majority of his liver. He also developed portal vein occlusion which the physician believes probably contributed significantly.